Event description:
It was reported that foreign matter occurred before use with a angiocath plus 18ga x 1.16 in. The following information was provided by the initial reporter. "It's noticed that foreign matter on the tip of the catheter after unwrapped the package."

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number: 8325757. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Also, a representative samples was submitted for evaluation; visual observation of the device determined that it was normal and within product specification. Without the ability to observe the reported nonconformance bd was unable to determine a root cause for this event. H3 other text.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred before use with a angiocath plus 18ga x 1.16 in. The following information was provided by the initial reporter, "it's noticed that foreign matter on the tip of the catheter after unwrapped the package."